Event description:
It has been claimed by the customer that during the commissioning of the device, it has been identified that the device made an unintended movement while the bio-contour function (simultaneous adjustment of the backrest and tight section) in down direction was requested. Instead of the mattress platform being returned to a flat position, it went into the trendelenburg position (head end down). So far, no info about the injuries or adverse outcome has been received.

Manufacturer narrative:
Additional info will be provided following the visit at the facility by sales and service technician and conclusion of the investigation. (B)(4).

Manufacturer narrative:
The product involved in the incident is an enterprise 8000, model 8x23gc1 03bbatb, serial number (B)(4) which was manufactured on june 10, 2014. The bed's device history record has been reviewed, no anomalies were recorded at the time of manufacture. One of the requirements specified in the work instructions used by our operators to build the bed, and also a quality procedure for these devices, is the 100% functionality test of electrical functions before the beds are cleared for dispatch. An arjohuntleigh representative who inspected the bed, has first tried to synchronize the hi/lo actuator; this turned out to be not effective and therefore the two actuators s9093 have been replaced. After the replacement of these actuators the bed started to work properly. It has been also confirmed that the patient was not involved in the event. Parts that have been identified to be defective - two height actuators- have been returned for further inspection which is currently ongoing and conducted in cooperation with the supplier of these actuators. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
When reviewing similar reportable events for enterprise range bed, we have found few cases concerning uncommanded bed's movement related to height actuators. The electrical system of enterprise 8000x beds consist of the software which drive 4 linear actuators, operated by controls on the bed. One of the device's function, available in this system, is 'bio-contour" simultaneous adjustment of the backrest and the light section with use of the backrest and tight actuators. When the bio-contour down button on the handcontrol is pushed, one of the following scenarios would take place (depending on the position the bed was prior to this feature activation): if the bed is in tilt position, the head end actuator shall drive in and the foot end actuator drive out simultaneously until the bed platform position is horizontal. If the angle of the backrest section exceed the angle of the knee section, the backrest actuator will drive in and after it reached specific position, the tight actuator section will start the movement (drive in), - if the angle of the backrest and knee section is the same, the backrest and tight actuators will both drive in simultaneously until they both reach their end stoke. Bed's mattress platform would be flat. In the claimed event, instead of flattening the backrest and tight section, the bed went into head end tilt position. The bed movement was stopped when the button on the handset was released. It seems that the cause of this movement were related with not initialized height actuators or one of the actuator's cable having sporadic loose connection defect, which could lead to intermittent movement of the actuator. System (control box and height actuators) is initialized once height actuators are run to its fully extended position. The reason behind, is that the height actuators need to be physically leveled (synchronized) on the bed, so the control box would 'read' the position of the actuators correctly. If the control box have the information that the height actuators are in a different position than they actually are, it is possible that when the bio-contour button on the hand control was pushed, the head end actuator drive in and the foot end actuator drive out, as the bed system would intend to put the bed platform in horizontal position. Unfortunately, instead of flattening the bed, it made head end tilt movement. Based on the collected information and conducted evaluation of the claimed device it has been established that the reason of the unintended bed movement where height actuators being out of calibration. The exact reason of why the actuators lost position was, unfortunately, not identified. Nevertheless, the quality inspectors responsible for check of the device at the end of assembly line, has been made aware of this issue in order to ensure that height actuators would be initialized before being cleared for dispatch. In summary, the device failed to meet specification and was being used at the time of the event and therefore play a role in it. Fortunately there were no adverse outcome as a result of this issue, however this incident has been assessed as a reportable based on a potential for injury if the failure would re-occur and in abundance of caution. Given the circumstances, we shall continue to monitor further events of this nature and do not propose any further action at this time.